Event description:
The pt had 4-5 infusion sets that have broke at the luer lock connection. Pt's blood glucose elevated to (420 mg/dl). Pt changed out the tubing and administered a correction bolus.

Manufacturer narrative:
Issue describrd to agency in recall # 2183993-03/21/06-001-r.